Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to authenticate the system. Customer reported that being able to sign into the server but received an unable to authenticate message. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that customers were able to login to all their servers. The system functioned as intended when the technical support specialist investigated the issue.